Event description:
Physician attempted to deploy a 2.50 x 12 mm rx drug eluting stent to treat a 10mm lesion in the cx. The vessel is reported as being severely tortuous, severely calcified and having 80% stenosis. The device was inspected when it was removed from the packaging with no issues noted. Negative prep was not performed. It is reported that the physician used the guidezilla support catheter to help advance the device to the target lesion. On advancement to the target lesion resistance was encountered and the physician failed to deliver the stent. Excessive force was used during advancement. It is reported that as the physician attempted to pull the un-deployed stent back through the guidezilla support catheter the stent dislodged. The stent, guidewire and delivery system had to be removed by inflating a 2.0 mm balloon distal and removing everything at once. The damage to the stent on removal was described as compressed. No reported patient complications. The procedure was completed using a balloon only product.

Manufacturer narrative:
Evaluation results: failure to follow instructions-use of force. Inherent risk of procedure-stent embolism (dislodgement) and failure to deliver. Patient¿s condition affected effectiveness of device-severely tortuous, severely calcified, 80% stenosis. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: failure to follow instructions-use of force. Inherent risk of procedure-stent embolism (dislodgement) and failure to deliver. Device failure/lack of effectiveness related to patient condition-severely tortuous, severely calcified, 80% stenosis. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).